Event description:
It was reported that the customer had high blood glucose levels when he was at his doctor's office. Customer was sent to the emergency room. Customer is expected to be admitted today. Customer has been on daily injections for up to 5 days due to having issues with his pump. Customer recently started back on his pump but has been having high blood glucose levels. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.